Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A previous review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records found no manufacturing deviations or anomalies. A search of the complaint database found no prior reports for both of the reported part and lot number combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: 11/09/2012 medical records were received from legal. There is no new information that would change the existing MDR decision. Records are available for further review.

Manufacturer narrative:
(B)(4). New etq created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint- litigation papers allege: on (B)(6) 2009, patient was implanted with a depuy pinnacle hip implant in her right hip. After the surgery, patient began suffering from extreme discomfort and pain in her right hip. It became increasingly painful for her to walk and move her legs. On (B)(6) 2011, patient underwent revision surgery. Update: 11/9/2012 medical records were received from legal. There is no new information that would change the existing MDR decision. Records are available for further review. Doi: (B)(6) 2009 - dor: (B)(6) 2011 (right side). No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Litigation papers allege:on (B)(6), 2009, patient was implanted with a depuy pinnacle hip implant in her right hip. After the surgery, patient began suffering from extreme discomfort and pain in her right hip. It became increasingly painful for her to walk and move her legs. On (B)(6), 2011, patient underwent revision surgery.

Manufacturer narrative:
(B)(4). Added: patient.

Event description:
The patient harm was updated and added the stem to the impacted product due to loosening. The cup was also added to the ips due to the report in the ppf that it was removed during revision. Added lawyer and law firm in the facility name.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.